Event description:
It was reported that during a left anterior descending artery (lad) interventional procedure, the lesion was pre-dilated with a trek 3.0 x 20 mm balloon and after pre-dilatation prior to the implant entering the patients anatomy, a non-flow limiting dissection was found. The implant device was successfully implanted to the lesion to complete the procedure. This was reported as a non-serious event by the study physician. The dissection resolved without treatment or without an adverse patient sequela on (B)(6) 2013. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Vessel dissection and coronary artery spasm are listed as known adverse events in the rx trek instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.